Event description:
It was reported that a review of stored egms revealed noise on the atrial channel which was oversensed and lead to inappropriate diagnosis. The noise was not sustained and no therapies were delivered as a result. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.